Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was provided by the hospital.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder sticking inside the cannula while taking the vein. They lubricated the shaft and used the same device to complete the procedure. The hospital did not report any patient complications.